Event description:
Additional information received stated the infection is clearing up with antibiotics. Patient is stable.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing swelling at the ipg site and possibly had an infection. The patient may undergo surgical intervention to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019, wherein the entire scs system was explanted.